Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d4, h4: the device manufacture date and expiration date are currently unavailable. Therefore, the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from china that during a meniscal repair procedure, it was discovered that the plate on the omnispan meniscal repair 27deg device was pulled out. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4: the device manufacture date was unavailable in the initial medwatch report. The device manufacture date has been updated accordingly. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted visual inspection of the returned device. The device was returned and evaluated. Visual inspection revealed that the suture and the first plate were not returned for evaluation. However, the needle with the second plate still attached to it were received. Needle does not show structural anomalies as well as the second plate. The sleeve was found to be wrinkled. Due to the sleeve condition, functional test was unable to be performed for the second plate. The overall complaint was unconfirmed as the observed conditions of the omnispan meniscal repair 27deg would have not contributed to the complained device issue. Based on the investigation findings and since the first plate was not returned for evaluation, it was conclude that there is no enough evidence to adjudicate a root cause for the issue experienced by the customer. The potential root cause for the sleeve condition can be traced to procedural variables, such as handling of the device or product interaction during procedure; the needle was not connected as intended and the sleeve was retracted backwards. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history record review was performed which indicated that there was a non-conformance unrelated to the reported malfunction. All the issues identified were resolved prior to product release.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4, UDI: the expiration date was unavailable in the initial medwatch report. Therefore, the UDI was incomplete. The UDI number and expiration date has been identified and updated accordingly. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.